Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had no aspiration after being connected to the console prior to vitrectomy surgery. The procedure was completed on the same day by replacing the product. There was no patient impact.